Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had an urinary tract infection (uti) and thought it was from the purewick female external catheter. The case manager does not think so, as the patient had a history of uti¿s.